Manufacturer narrative:
The customer's allegation was confirmed. Additionally, the device evaluation found foreign objects in the nozzle. Based on the results of the investigation, we could not identify the foreign material from provided information, and we could not specify the cause of the foreign material that remained in the device. Therefore, a definitive root cause cannot be identified. The event is detectable/preventable by handling the device in accordance with the following IFU. ¿IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects in the nozzle. There were no reports of patient involvement.